Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause was determined to be failure of the user to follow instructions. The IFU contains the following statements that may help prevent the reported failure: 3.10 checking the disinfectant solution concentration level. The use life of the disinfectant solution may vary depending on many factors, including storage conditions, and the temperature of the environment where the equipment is installed. Routinely check the concentration of the disinfectant solution with the test strip before performing endoscope disinfection. If this check is not performed, the disinfection process may be ineffective. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
(B)(4). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
On (B)(6) 2021, the customer reported that aldahol (disinfectant) was used in the endoscope reprocessor without any activator. The problem was not identified until two hours after the occurrence. The customer later reported that 3 days had passed between the procedure and cleaning. The physician then reported that follow up was conducted with 6 patients who had a procedure that day and there were no adverse effects reported. Per the physician, there were no instances of infection or positive culture due to this event. This first event is reported under patient identifier (B)(6). On (B)(6) 2021, the customer reported the aldahol had failed but the physician advised to continue to place the scopes in the endoscope reprocessor. Per the customer, "as of today the dip stick is turning colors with pink blotches on it. The tech informed [the physician] the aldahol failed and not to schedule patients for the next day as they have no more aladahol in [the facility] to refill the machine. He did not...cancel the patients [and] told [the tech] we just changed the aldahol it will be fine. He has no opa (disinfectant) to soak any scopes as a back up." It is currently unknown if there was any patient impact due to this event and follow up is underway. This second event will be reported under patient identifier (B)(6).